Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on MFR-0002023141-2021-03712.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Brand name unknown / not provided. Catalog and lot number and unique identifier (UDI) number unknown / not provided. Implanted date not provided. Last name unknown / not provided. PMA/510(k) number not available. Device manufacture date unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture implant.